Event description:
It was reported that the prosthesis fractured at the location of laser marking.

Manufacturer narrative:
Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.